Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt's mom claimed that when she did a download of the pump's history, records from the bolus history were missing. The pump time/date setting was confirmed to be correct. The animas customer service rep had the pt's mom compare the bolus history to the total daily dose (tdd) amount and they matched; however, the 4 units bolus that was reportedly delivered tonight was not in pump's bolus history or tdd. A replacement pump was sent to the pt. There was no adverse event associated with this complaint.